Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a lumbar laminectomy surgery, it was observed that the "burr would not load into the drill". According to the reporter, it appeared that the "flats of the burr were not squared off on both ends". There was a couple minute delay to the surgical procedure. An identical spare device was available for use with a spare motor device. No injuries, medical intervention or prolonged hospitalization were reported. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.